Manufacturer narrative:
The product has been requested back for investigation, and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use that their ¿package open, applicator open, sensor tip bent, undefined part in package." There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported prior to use that their ¿package open, applicator open, sensor tip bent, undefined part in package." There was no indication that the customer applied the device to their body, and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer complained that package and applicator were opened. Sensor tip was bent. Undefined part was in package and product was ordered from online. Visual inspection was performed on the returned sensor. Packaging and applicator were opened due to tamper seal was broken. Bent sharp was observed, also observed damaged to the loose sensor cap seal. The returned sensor was forwarded to extended for further analysis due to bent sharp was observed. Visual inspection was performed on the returned applicator and broken tamper seal, not fired applicator and double capping were observed. The sensor initial data was extracted and observed no insertion failures was an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. The returned product was investigated and it was observed that the sensor cap seal was loose with evidence of double capping. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (expiration date), d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.